Event description:
A customer observed a negatively biased total b-hcg qc results. Biased results of the magnitude and direction observed could lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that the calibration had been performed in 2006. The vitros total b-hcg pack insert states that the assay must be calibrated each time a new reagent lot is used, and subsequently at intervals of 28 days. The analyzer was recalibrated and post-calibration qc was acceptable. The root cause of the event is user error in not following ocd recommended calibration procedures.